Manufacturer narrative:
(B)(4). This may be anatomy related. CT's prior to implant were not available for return, and a complete assessment of the patient's anatomy could not be performed. It currently appears most likely that the 3rd implanted device was implanted outside the lumen of the previously implanted proximal main device #1, resulting in the incomplete expansion of the 3rd device, as well as infolding <(>&<)> malformation of the proximal main leading to stent graft occlusion. However, the exact cause could not be determined. This may have occurred due to a user issue; prior to implanting the 3rd device the guidewire may not have been placed into the lumen of the proximal main device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter ulcer in the descending thoracic aorta. The thoracic aorta was non-tortuous. Two valiant stent grafts were deployed without issue. Prior to the delivery of the third valiant stent graft, the guidewire positioning was lost and then repositioned. It was reported that after the third distal valiant stent graft was deployed the top 1/3rd portion on one side of the stent graft appeared to be mal-deformed/infolded/crushed and not fully opposed against the other stent graft or vessel wall. After stent graft deployment, there was a pressure gradient between the thoracic area and the femoral artery area was more than 100 mm of mercury due to stenosis/thrombosis formation. The physician elected to perform an axillo-bi-femoral bypass. The blood flow was restored. The physician stated the cause of the event is related to the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.